Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself during an event.  This device was the backup device to another device used in the same event, which reportedly experienced a similar loss of power.  Physio-control has attempted to contact the customer in order to obtain additional details about both the patient and the event; however, no response has been received. The customer advised that there were no known adverse effects to the patient as a result of the reported issue.